Event description:
During the procedure when the physician was withdrawing the matrix standard - 2d coil, a "snap" was felt and could no longer pull or push the unit. No complications occurred with the pt during this event. Upon evaluation of the unit it was noticed that the main coil had separated from the pusher wire.